Event description:
It has been reported to philips that there was no power to the system. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted, and the patient was transferred to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the emergency power was active and unable to perform x-ray. Review of the system log file showed xray generator error. Upon troubleshooting, fse found that the breakers were tripped at the equipment room and resetted it. During functional testing, fse identified the enf1 tripped in the frontal generator. Fse resetted the enf1 and restarted the system and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.